Event description:
Country of complaint: (B)(6). The thread (suture) is breaking.

Manufacturer narrative:
Us reporting agent notified: (B)(4) 2014. Complaint description: the thread (suture) is breaking. 1 opened cassette. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM tested the knot pull tensile strength of the samples received and the results conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.